Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited downstream occlusion while in use with patient. There was no patient harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue downstream occlusion sensor. The downstream occlusion sensor was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.